Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 04-april-2024, it was reported by the patient that ten infusion set cannula fell off within 2 days of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR 1890802- device 7 of 10